Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 550cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade iii-IV capsular contracture of the left breast, which was confirmed during a physical exam. A medical professional also indicated that the patient experienced significant ptosis bilaterally. As a result, the patient underwent a bilateral mastopexy and removal and replacement with a left-sided 375cc mentor memorygel breast implant and a right-sided 350cc mentor memorygel breast implant on (B)(6) 2024. This report is for the right implant. Refer to manufacturing report number 1645337-2023-13875 for the contralateral event.